Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012, inratio: 2.7, lab: 5.7. Exact date not provided. Customer stated testing was done about three weeks ago. Therapeutic range is 2.0-3.0. Per complaint, pt's finger was being milked after the finger stick. The meter was not in the correct mode when finger stick was performed.

Manufacturer narrative:
Investigation pending.